Manufacturer narrative:
Analysis summary: work order passed and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that th site was having issues maintaining power when not connected to the outlet. The unit was constantly plugged in at location for over 24 hours. The unit was used outside of an active case to transfer data. Ups tests failed. There was no patient present during the event.